Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Code (B)(6) no longer applies to this event and was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she was experiencing intermittent issues with poor communication screen however it was determined the reason she can¿t increase stim was because her stim was off. Patient was able to turn stim on with instructions from patient services. Patient decided to turn down as it was becoming too strong. Patient stated she started peeing and had sciatic pain on left side, down left leg and at implantable neurostimulator (ins) site. A sudden change in symptom was noted. Patient indicated she is on pain pills but that has not helped and when she saw healthcare provider (hcp) on (B)(6). She mentioned that pain to him and was redirected to a pain doctor. She had interstitial cystitis (ic). She was reprogrammed by manufacturer representative (rep) on (B)(6). Patient also stated she is a smoker and as a result it takes her body longer to heal and she is real thin.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient on (B)(6) reported the pain she was having was not going away. The patient stated she was a hyper person and stated she was on anti-anxiety pills. The patient stated she cleaned houses, but cannot clean her own house due to the pain and had not been able to get out of bed. The patient stated the pain was at the incision site and went all the way down to her left leg. The patient stated she noticed her left leg and foot being very cold and stated she noticed was she was very anxious. The patient further reported the mood swings are ¿off the hook¿ and stated she could bite somebody¿s head off, which was usually for her because she is usually a happy person. The patient stated she was miserable and couldn¿t stand herself. The patient noted she had tried to turn off the device to see if that got rid of the pain, the patient noted they had turned off the device 3 minutes before they called. The patient noted she could feel pain in the left side of her groin and it hurt and felt like she ovaries again, after she had a hysterectomy years ago, which was not related to the interstim device or therapy. The patient noted the stimulator helped her with her symptoms, but she could get out of her bed and cannot do anything. The patient stated it was like apples and oranges. The patient noted she could not sit on her left side and had to always sit on the right side. The patient noted she had never had a problem with sleeping before, but now she could not sleep at night. The patient noted she had only had her device for a month and stated it had been a month since she was healing. The patient noted she had an appointment with her healthcare professional (hcp) on (B)(6). The patient stated the hcp would tell her she will be okay and would get used to it like he always did. Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the stimulation being off stimulation being off could not determined. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the cause of the stimulation being off was still unknown and that the steps taken to resolve the pain as well as not being able to sleep and their left leg and foot being cold was turning it down. Also the infection and leakage was resolved along with the pain, not being able to sleep and the left leg and foot being cold was resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the same issues. They didn't know if they should change the settings or not and couldn't get into the hcp office. They were on program 1 at 0.7 and had increased as high as they could..

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient noticed their incision was wide open after getting home from their implant surgery. They saw their healthcare provider (hcp) who said it was fine. The hcp told the patient to keep it covered and keep antibiotic cream on it. The night before the initial report, the patient was peeing. They also reported being educated on how to use their patient programmer (pp) while under anesthesia. No further patient complications have been reported as a result of this event.